Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted direct observation by hand was not possible and it seemed like there were no particular problems. It was noted that a possible cause of the catheter failure, although the healthcare professional couldn¿t say definitively, was believed to be that the catheter was twisted due to the patient¿s anatomy. The cause of the slitting difficulty was due to the twisting which caused resistance. It was further reported that the damaged caused to the lead was the cutting of the insulation, creating a ¿notch¿. The catheter was replaced to complete the procedure.

Event description:
It was reported that during the procedure, the delivery catheter was observed with slitting failure which resulted in the surface of the his lead being damaged. The lead was removed and replace with a new lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.